Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that an empty cartridge alarm intermittently occurred while the cartridge was not empty. A supply change was performed to address the issue. There was no reported impact to the customer's blood glucose level.